Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscope analysis revealed a distal circumferential fracture; also found a glue failure, as there was a glass tip protrusion from the metal cap. The metallic cap detachment initially reported was not found, instead, was found the glue failure that could allow the glass fiber to rotate and/or protrude from the metal cap, therefore, the reported event was confirmed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The observed condition of the fiber is consistent with devices that experience tissue adhesion constant prolonged tissue contact, and/or a decrease in the saline cooling flow which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber tip damages, including glass and metal cap detachments. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the event.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, when using 161643 joules there was a metallic cap detachment that causes standby of the fiber and the cap was rotating. The procedure was completed with another technique without patient complications.

Manufacturer narrative:
As of today, the above referenced fiber has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, it is suspected that the fiber tip could be overheated when buried in tissue, leading to separation from the metal cap and causing the rotation. Based on the investigation, the most probable cause was determined to be unintended use error, likely due to inappropriate device handling or incorrect sample preparation by the user.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, when using 161643 joules there was a metallic cap detachment that causes standby of the fiber and the cap was rotating.the procedure was completed with another technique without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, when using 161643 joules there was a metallic cap detachment that causes standby of the fiber and the cap was rotating. The procedure was completed with another technique without patient complications.